Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it cubie not detected on bus. The customer reported something spill on connector. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in row b3 was not detected on the bus. A field service engineer (fse) reseated the row board cable, but it still was not detected. Upon manually removing the cubie, found that a substance had been spilled on the connectors. Replaced the row board and also noticed that the row board cable was in poor condition, so replaced it as well. The repair was tested using the hardware test application (hta), and the customer successfully recovered the drawer and performed inventory without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it cubie not detected on bus. The customer reported spill on connector. There were no adverse events or injuries reported based on this event.